Manufacturer narrative:
Correction: b3. Additional information: b5, h6.

Event description:
New information received notes that the patient presented for follow up in clinic. The device was found to be in backup vvi mode. Programming changes were made, and device was restored to normal settings. The patient was asymptomatic and will continue with regular follow up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in back up mode via merlin.net. Device testing was discussed. The patient was stable.